Event description:
Reporter indicated that patient's seizure types have changed over the last several weeks. Further investigation revealed that no medication changes have occurred during this time frame. Patient had recently gone to the dentist for a normal check up and cleaning and was given nitrous oxide, but dentist stated that he has always given the patient nitrous oxide without incident. There are no plans to change the patient's therapy.